Event description:
It was reported by the pt in a maude report, that as a result of having the product implanted, the pt experienced pelvic pain, recurrence of prolapse, infection, pinching pain, pulling discomfort, vaginal pain when moving leg or foot, cystourethrogram, and urodynamics cystoscopy.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion, and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera, may occur during needle passage." (B)(4).